Event description:
A thrombus occurred. It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation procedure. During the procedure possible clotting was observed on the distal end of the versacross kit and faradrive sheath prior to transseptal access into left atrium. Both devices were removed and clotting was confirmed at the tip of the sheath. For the patient safety the devices were immediately replaced, and the procedure was completed without further clotting observed. The cause of the clotting is unknown. The patient fully received and devices were discarded with sterile equipment. The procedure was completed successfully by using different device, same model. No patient complication was reported. No interventions were reported.

Manufacturer narrative:
Patient information was not available at the facility.